Event description:
Description of event according to initial reporter: subject is a (B)(6) year old male consented in preserve (B)(6) 2017 and had cook gunther-tulip¿vena cava filter placed on (B)(6) 2017 for prophylaxis in the absence of deep vein thrombosis or pulmonale embolism, prior to sleeve gastrectomy surgery in the setting of morbid obesity. On (B)(6) 2017, filter migration was discovered while retrieving the ivc filter. The migration pre-dated the retrieval. The filter was found to have migrated from l2 to l4, measured at 6.4 cm caudally. The physician considered the event expected and definitely related to the ivc filter or procedure. Patient outcome: resolved with sequelae. No known impact or consequence to the patient.